Event description:
The following has been reported: biomed reported: "note on pump states bad pump. I notice that the batteries were low. I charged the batteries overnight. When I went to test the pump with two different cassettes the pump alarmed stated to reload the cassette. The two different cassettes worked in another pump. I cleaned the loading guide and the valve pins. I put cassette into pump. The pump alarmed again stating to reload the cassette." Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (ipc grommet). Unit had double red pump alarm at start up with tubing set error. Investigation found the pneumatic assembly was not functioning properly. An engineering test pneumatic assembly was installed and the error did not occur. Removed and replaced pneumatic assembly and performed functional testing. Verified ipc grommet installed correctly and undamaged. No other damage found.